Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7080719.

Event description:
It was reported that the patients lead had migrated causing inadequate stimulation coverage. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per facility policy.